Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3-4. A triclip steerable guide catheter (tsgc) was inserted without issues. A triclip xtw clip delivery system (cds) was then inserted, however, after inserting the cds into the sgc, air bubbles were observed from the distal part (blue part) of the clip introducer, and air was observed in the tsgc flush chamber. Aspiration was performed, but more air was coming in. All three-way stop cocks were examined, but the issue continued to occur. A syringe was then connected, and negative pressure was applied. The procedure was then continued. The clip was then implanted, and tr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure.